Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system shutdown unexpectedly. Before the shutdown, the monitor flashed no input and the bottom of the screen and then powered off. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome due to this issue. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative noticed a hot burning plastic smell after the shutdown. A manufacturer representative went on-site to troubleshoot and found that no signal displayed on the staff monitor and nothing displayed on the surgeon monitor.

Manufacturer narrative:
The system was analyzed and it was found that after replacing the computer, the system was fully functioning once again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Additional info: concomitant product information was added. Correction: codes for previously reported system service have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that during initial testing the computer would not complete the power on self-test. There was no video output. The computer powered off on its own. It was suspected that the motherboard failed. Analysis found that the reported event was related to a computer component issue. Coding updated to reflect analysis of the returned computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the computer was replaced. The exterior of the computer appeared normal and the wires /cables in the system were all intact and normal. No visible damage could be found.